Manufacturer narrative:
(B)(4). Blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2011. During the procedure, the blade would not rotate prior to first use. A second like a device was used to complete the case with no adverse pt consequences.